Event description:
It was reported that the lesion was located in the mildly calcified, mid left anterior descending artery. After pre-dilating the lesion and analysis of the lesion, the decision was made to implant a 3.0x18 mm xience v stent; however, after advancing the stent delivery system (sds) to the lesion, it was observed on angiography that the stent length was not long enough to cover the lesion. The stent appeared to be more like a 13 mm length instead of an 18 mm length. The sds was removed from the patient and another 3x18 mm xience v stent was advanced and deployed to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The short stent length was not confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.